Event description:
It was reported that there was leakage from the minicap (white cap) after the peritoneal dialysis (pd) transfer set had been replaced. This occurred during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.